Event description:
It was reported through a medwatch that "while removing hemosafe pt connector clip, from venous limb of catheter and venous blood line, catheter end port broke off. Venous limb of catheter clamped with thumb clamp. While preparing to return blood through arterial port, pt took a breath and began coughing. Thumb clamp on venous port of catheter was noted to have reopened. Air embolism suspected. Transported to local emergency medical dept." The pt's current condition is reported to be good.